Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon was unfolded had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 2mm distal to the distal edge of the proximal markerband. A visual and microscopic examination of the balloon material identified no issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target was located in a shunt in a mildly tortuous and a non calcified vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. Another of the same device was selected but during the second inflation at 20 atmospheres for 60 seconds, same thing happened. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target was located in a shunt in a mildly tortuous and a non calcified vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. Another of the same device was selected but during the second inflation at 20 atmospheres for 60 seconds, same thing happened. The procedure was completed with a different device. There were no patient complications nor injuries reported.